Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown 5.0mm flexible shaft/unknown lot number. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that when the surgeon was drilling the femoral canal, the synream flexible shaft was broken. No prolongation of the surgery reported. This complaint involves 1 part. This report is 1 of 1 for com-(B)(4).